Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body, urgent presentation, and secondary procedure. Additionally there was evidence to reasonably support the following observations; sac growth, superior mesenteric artery stent placed at an unknown date, embolization of the mid aorta. The most likely cause of the compromised stent graft integrity of the main body (breached) was the use of the strata material. No procedure related harms detected. Patient was discharged to health facility in stable condition on the fifth post-operative day. Notably, there was superior mesenteric artery stent and embolization at the mid aorta. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information. Pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient was initially implant with a bifurcated and two infrarenal device. On (B)(6) 2017 the patient came in emergently with back pain. The physician noticed a posterior fabric tear in the bifurcated device and elected to reline the entire graft with a mdt endurant. The leak was successfully resolved. The patient is reported to be doing well.